Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of not being able to fill reservoirs with insulin. Customer reports that reservoirs were from the same box. Customer was not able to send reservoirs for analysis due to discarding reservoirs. Customer was advised that reservoirs would be replaced. No further information provided.